Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that customer experienced recurring cartridge alarms during pump load process and after insulin delivery was resumed, leading to concern about pump function. Customer¿s blood glucose reached 850 mg/dl due to the issue, and there was no indication of incapacitation or need for emergency third-party assistance. Customer administered correction insulin by injections and changed multiple cartridges from different lot numbers while troubleshooting, and technical support arranged for pump and cartridge replacement. Customer reverted to an alternative method of insulin therapy.